Event description:
Boston scientific received information that both this patient's right atrial (ra) lead and right ventricular (rv) lead had been found dislodged. The boston scientific sales representative was contacted and was unaware when the dislodgement occurred. Both leads were surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.